Event description:
It was reported that during follow up, nonsustained lead noise episode was observed. The iegm showed some noise. No consequences for the patient. Testing for noise was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.